Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted fresenius customer service to report that the island dressing was causing her irritation around the area where the tape is. Patient stated she was not sure if the tape was causing her that because it is all healed now. Patient stated she will try the tegaderm dressing to see if that helps prevent any pain or rash. There was patient involvement, and adverse event was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).